Event description:
No additional information it was reported while using bd q-syte luer access split septum the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that during the use of the product, it was found that the liquid was not flowing successfully and blocked. The number of affected items was 8. The samples can be returned. A green claim is required, a complaint reply letter is required, and the hospital requires a test report.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that during the use of the product, it was found that the liquid was not flowing successfully and blocked. The number of affected items was 8. The samples can be returned. A green claim is required, a complaint reply letter is required, and the hospital requires a test report.